Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the peritoneal dialysis (pd) transfer set was unable to disconnect from the patient line of the amia cassette. The event was further described as, ¿the patient line was locked to the transfer set¿. This was observed while disconnecting from pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.